Event description:
On 2/11 baxter signapore was notified of an event by the facility whereby a donor reported blood in their urine after an aborted plasmapheresis procedure. Information provided by the facility regarding the procedure is as follows: approximately 350ml of plasma was collected prior to discontinuing procedure. First cycle of collection from the donor revealed very clear plasma. On the second cycle of donation, slightly red plasma was observed with a hb detect alarm occurring as well. Staff troubleshooted the procedure and continued the plasmapheresis donation. On the third cycle of donation red plasma was seen resulting in termination of the procedure, information provided by the facility indicated donor was hospitalized and released after 1 day stay. No further information provided by hospital or plasma collection facility.